Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 21st of july 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse was informed that folate is receiving high result >20 rather than the actual value. Fse suggested to the customer to contact technical support to discuss parameter setting. On a followup call with the customer they indicated that a resolution to the reported problem has been found and patients samples have ran without any problems or high recovered values. Instrument is functioning as intended and was released. The probable cause of the event was parameter setting. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 a customer reported failing proficiency testing for folate on their aia-900 and has concerns with patients results.